Manufacturer narrative:
The technician found the valve is not closing due to contamination. The technician replaced the head down valve to repair the bed.

Event description:
Information received indicates the head section is drifting down.